Event description:
Patient had total hip replacement with this hip prosthesis. On 2/13/92, after having begun ambulating with toe touch on the left, she felt a painful pop in the thigh while walking. X-rays revealed a long split fracture of the proximal femoral shaft extending just to the tip of the femoral prosthesis. She also had some wound drainage which was treated with antibotics for seven days. On 2/21/92 she underwent a revision of total femoral component left total hip and cerclage wiring of left femoral sharft fracture. On 1/28/92 the patient had a fainting episode where she had to be helped back into bed. There was no clear evidence of injury at that timedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was destroyed/disposed of.